Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator. The generator has reached its end of service¿ message. It was undetermined if the patient's scs generator battery depleted normally or premature. Surgical intervention would be necessary to replace the patient's scs system generator.